Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified vessel below-the-knee. A 3.0mm x 220mm x 150cm, otw coyote balloon catheter was advanced for dilatation. The balloon inflated three times at 12 atmospheres in 10 seconds for the same. However, during the third inflation, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications reported. The patient condition was good.